Event description:
It was reported that the customer experienced a low blood glucose (bg) level (47 mg/dl). The customer consumed carbohydrates to treat the bg. Reportedly, the customer's pump settings needed to be adjusted.